Event description:
It was reported that the device sounded a downstream occlusion (dso) without occlusion.there was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have multiple "downstream occlusion (dso)" alarms. The dso seal was starting to tear. The cause of the customer reported problem was a nonconforming dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and sensor.